Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the image of the subject device was the sandstorm and the communication error occurred. It was found the camera cable break which caused the communication failure and made its sandstorm image. And it was also found that the camera cable was kinked. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from sorc, omsc determined there was the possibility this phenomenon was attributed to the user handling. Since sorc report said that the camera cable was kinked and the failure might have occurred due to applying the stress to the camera cable by the user and then the image failure might have occurred. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection at olympus service operation repair center (sorc), that it was found that the image of the subject device was the sandstorm image and the communication error occurred. Due to the problem with the image of the subject device, the subject device had been returned by the user. The occurrence date of the event is unknown. There was no patient injury associated with this report.